Event description:
Four hours after beginning a continuous infusion of doxorubicin, the chemo drug could be seen backing up into and filling the drip chamber and flowing into the primary bag. We have experienced this problem with the same device many times in the past 11 months and have been working with the company to try to resolve this problem. In the past, baxter informed us that they had made improvements in the way they manufactured the back check valve which appears to be the defective component of this set. They informed us that lots above #r06i13032 incorporated the improved back check valve, and they sent us product above this number directly. We experienced no back check valve problems with the new lot numbers, but there were 3 back check valve failures reported in one week beginning after we received new product. When we checked our stock, we found that we had inadvertently reverted to using lot numbers prior to the manufacturing improvement. We reported this failure to baxter and were told that we should continue to get product directly from them as product without this manufacturing improvement will likely be in their regular supply stream until mid 2007. We are convinced that these back check valves have an unacceptably high rate of failure (prior to r06i13032) and we can only assume that other providers using this product are having similar problems that they are not recognizing. We believe the old lot number should be recalled from all facilities.